Event description:
Neat nics are used on infants for heal sticks for blood specimens. This one had the nic open and could have cut anyone that might have not noticed. Normally the user presses the device to release the needle; in this case, the needle was already released when the package was opened.